Event description:
A user facility clinic manager reported that the transducers are too small and become flooded during priming and set up. Upon follow up, the clinic manager reported that the combiset transducers are too small and result in the lines becoming flooded during priming and setup. However, occasionally some blow off and blood goes everywhere during mid treatment. The clinic manager did not have exact dates, patients, and/or treatment information but stated it has been occurring constantly. The 2008t machines alarm but was unsure which alarms occur. The user facility uses various sizes of the fresenius dialyzer as well. The clinic manager confirmed the combisets did not have any damage or defects noted on the device during set up other than small transducers. There were no loose connections with the combisets. The patients did not experience blood loss since blood was returned mid treatment. The clinic manager confirmed there was no patient injuries and no medical interventions were required as a result of the reported events. The patients completed treatments after being re-setup with new supplies on the same machines due to having large transducers on hand to replace the small transducers. Upon further follow up, the clinic manager confirmed a sample was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.